Event description:
It was reported that the patient was without therapy due to the fractured lead contacts. During the procedure to remove the spinal cord stimulator (scs) system, the physician noted a small skin infection which was confirmed to be not device or procedure related. The patient was administered with antibiotics and was doing well postoperatively. The explanted device components were discarded by the medical facility.

Manufacturer narrative:
Correction to the initial MDR in block h11. Block b3: exact date unknown, explant date used as the approximated date of event. Block d2b: pro code (product code): qrb. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7075722. UDI: (B)(4). Product family: scs-ipg-r-MRI: upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: 537318. UDI: (B)(4). Product family: scs-lead fixation: upn: m365sc43180. Model: sc-4318. Batch: 28303969. UDI: (B)(4).

Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event. Block d2b: pro code (product code): qrb. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7075722, UDI: (B)(4). Product family: scs-ipg-r-MRI: upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 537318, UDI: (B)(4).

Event description:
It was reported that the patient was without therapy due to the fractured lead contacts. During the procedure to remove the spinal cord stimulator (scs) system, the physician noted a small skin infection which was confirmed to be not device or procedure related. The patient was administered with antibiotics and was doing well postoperatively. The explanted device components were discarded by the medical facility.